Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's usb port was loose, and the pump battery intermittently could not be charged properly without the customer maneuvering the cable into the charging port at a certain angle. This issue has caused the pump to shut off. There was no reported impact to the customer's blood glucose level. Reportedly, the customer declined follow up with tandem technical support.